Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "cell line entry point" of a revaclear 400 during priming. There was no patient involvement. No additional information is available,

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample via the naked eye showed the product in opened packaging, and the device appeared to be dry and unused. A broken protection cap was found attached to the blood port. A leak test of the dialysate side was performed and no leak was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.